Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the stent serb65-10-80-80 protege gps in the subclavian, catheter handle separation occurred (completely detached). The lesion length was 60mm, and a 6 french sheath and non medtronic guidewire were used. The instructions for use were followed without issue, and no resistance was encountered when advancing the device. The handle was cracked to aid in deployment and the stent was deployed in the target location. The device was safely removed from the patient. No patient complications have been reported as a result of this event.